Event description:
The customer's mother reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose was unknown mg/dl. The customer's mother stated that insulin is exiting the reservoir with being delivered. Customer's mother is doing set change. The customer's mother does her own programing. Customer's mother does not wish to continue troubleshooting due to the fact she does not have the device and is at work. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.